Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual inspection noted 3 photo samples were received. Visual evaluation noted two of the photo samples show two intermittent catheters side by side to compare sizes. The two catheters appear to be slightly different sizes, but without the physical sample, it was unable to be determined if the catheters' outer diameters are within specification. The last photo sample shows an opened box of catheters still in the box packaging. A potential root cause for this failure could be viscometer failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was claiming half of the intermittent catheters in this box had bigger tips then the rest. Therefore, being too big to be used and was extremely painful to insert. Patient claimed this happened with the previous box of intermittent catheters. Per follow up via michael on (B)(6) 2020, no other reaction experienced by patient was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was claiming half of the intermittent catheters in this box had bigger tips then the rest. Therefore, being too big to be used and was extremely painful to insert. Patient claimed this happened with the previous box of intermittent catheters. Per follow up via (B)(6) on 13oct2020, no other reaction experienced by patient was reported.